Manufacturer narrative:
(B)(4). The battery was returned for evaluation. The service engineer evaluated the battery and verified the reported complaint. A third party service provider replaced the battery.

Manufacturer narrative:
(B)(4). Covidien was not authorized to perform the service of the device.

Event description:
It was reported that during maintenance, the ventilator battery was not holding a charge. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.